Event description:
During a coronary drug eluting stenting treatment procedure, difficulty moving the stent delivery system (ds) on the guide wire and subsequent catheter separation occurred. In 2005 the physician was attempting to place a 2.5 x 12 mm taxus express2 drug eluting stent when difficulty advancing the stent was experienced. There was resistance over the guide wire and the sds was removed in order to replace the wire. Upon removing the wire, the catheter separated where the balloon is connected to the hypotube. It is unk how the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'satisfactory/good'.